Event description:
The technician reported the brakes were broken and do not hold. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4) .

Manufacturer narrative:
The technician found that the brake caster stems, caster supports and main bearing were broken. The most likely cause is normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order ot maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters, brake caster supports and main bearing to resolve the issue. Based on this info, no further action is required.